Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was flipped and could not be refilled. The pump was revised on (B)(6) 2011 and successfully refilled. Specific info regarding the backlofen in the pump was not reported. Add'l info has been requested, but was not available as of the date of this report.